Event description:
Litigation papers allege following the implant, the patient continued to suffer with symptoms of continued pain, and difficulty walking as his leg gives out and he falls down alot. It is further alleged due to patients chronic pain and discomfort and other symptoms, the patient continues to require ongoing medical care.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
**Update** (B)(6) 2012- medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege following the implant, the patient continued to suffer with symptoms of continued pain, and difficulty walking as his leg gives out and he falls down a lot. It is further alleged due to patient's chronic pain and discomfort and other symptoms, the patient continues to require ongoing medical care. Doi: (B)(6) 2005 - dor: none reported (left hip). Patient is a resident of (B)(6). Update 12/17/2012 - medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update ad 23 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and implant records. There was no new allegation found in the ppf. However, patient dob and patient new legal counsel was provided in the ppf.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
There was no new allegation found in the ppf. However, patient dob and patient new legal counsel was provided in the ppf.